Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the helix allegation was confirmed based on the field report and the finding of dried blood in the helix. Electrical allegations (high threshold, high pacing impedance, low amplitude) were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no abnormalities. The perforation allegation was not confirmed by lab analysis; however, it was assigned a cause code (known inherent risk of device) based on the field report.

Event description:
It was reported that this right atrial (ra) lead was reported to have possibly perforated. The lead had higher capture thresholds and pacing impedance, and low amplitude. The patient had symptoms related to a tamponade like shortness of breath. A pericardiocentesis was done the day before the lead was explanted and a new lead implanted. During explant helix retraction issues were encountered. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was reported to have possibly perforated. The lead had higher capture thresholds and pacing impedance, and low amplitude. The patient had symptoms related to a tamponade like shortness of breath. A pericardiocentesis was done the day before the lead was explanted and a new lead implanted. During explant helix retraction issues were encountered. No additional adverse patient effects were reported.

Manufacturer narrative:
New outcome added to b2. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the helix allegation was confirmed based on the field report and the finding of dried blood in the helix. Electrical allegations (high threshold, high pacing impedance, low amplitude) were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no abnormalities. The perforation allegation was not confirmed by lab analysis; however, it was assigned a cause code (known inherent risk of device) based on the field report.

Event description:
It was reported that this right atrial (ra) lead was reported to have possibly perforated. The lead had higher capture thresholds and pacing impedance, and low amplitude. The patient had symptoms related to a tamponade like shortness of breath. A pericardiocentesis was done the day before the lead was explanted and a new lead implanted. During explant helix retraction issues were encountered. No additional adverse patient effects were reported.